Event description:
New information received notes that suspected twiddlers syndrome was noted.

Event description:
It was reported that lead dislodgement, loss of capture and decreased r-wave sensing were observed. Phrenic nerve stimulation was noted. The lead was explanted and replaced with no complications. The patients condition is good after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis was normal. No anomaly was found.